Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. The device passed all tests and performs as designed.

Event description:
Report received from the u.s. Stating that the device came off the motor. The device was being used in surgery. No injury or medical intervention was reported. There was no additional info provided.